Event description:
(B)(4). Was pregnant after having the essure coils in for a year, baby stopped moving. Went to the hospital, labor was induced because my son's heart was not beating at all anymore. I had a stillborn child after having 5 successful childbirths before. I had never had a stillbirth before and did get my tubal ligation as well as an endometrial ablation done shortly after the birth of my stillborn son.